Event description:
On 1/28/97, the MFR's (MFR) distributor informed a MFR customer service rep that a facility in their territory was unable to push the plunger of the syringe down or lift it up and as a result, the device was explanted. No further details were provided.